Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors (mcs) instrument was noted to have a broken cable near the tip of the instrument. The tip cover was not damaged. The instrument was removed and replaced. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The instrument passed electrical continuity testing. No other damage was found. Engineering also found print removed from extension tube. Engineering concluded the damage was likely due to improper cleaning. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's pad printing, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.